Event description:
It was reported the patient was experiencing auto-reduction in the stimulation. The sjm representative met with the patient and determined there were multiple contacts with invalid impedances. Reprogramming was able to provide stimulation coverage, however, at a second reprogramming session additional contacts were invalid. It was reported the patient continued to receive stimulation coverage but felt the pain pattern over the sensation. It was reported the patient was to discuss the issue with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.